Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
(B) (4). (B) (4).